Event description:
The metal has shifted. Rptr is in extreme pain all the time. Rptr has to see a pain management specialist to help with the pain and muscle spasms. There is questionable stability at the disks around device; bulging. Rptr has fibromengia, degenerative disk disease and she takes lortab 500, trilisage 100 mg and skelaxin 400 mg.